Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found.

Event description:
It was reported that during the implant attempt, the device setscrew in the atrial port was advanced, but would not catch hold of the lead pin. The device was not used and another device was implanted. No patient complications have been reported as a result of this event.

Event description:
It was reported that during the implant attempt, the device setscrew in the atrial port was advanced, but would not catch hold of the lead pin. The device was not used and another device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.